Event description:
The pk papyrus covered stent system was selected for use. The delivery balloon of the pk papyrus stent system could not be inflated.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned instrument revealed that is not well folded anymore and shows signs of inflation as well as residue of dried contrast medium in the balloon- and inflation lumen. The stent was returned separately and is severely deformed over its entire length. During the investigation the complaint instrument could be inflated to 16 atm (np), be held at this pressure and deflated again without any apparent irregularity. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.